Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after 10 units of insulin was delivered. There was no reported impact to the customer's blood glucose level. Although requested, additional information was not provided.